Event description:
Brain abscess [brain abscess]. Case (B)(4) is a serious, spontaneous case received from a physician via regulatory authority in united states. This report concerns a male of unknown age who experienced a brain abscess during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, 20 mg, weekly for 3 weeks, for osteoarthritis from an unknown start date to an unknown stop date. It was reported by the patient's wife that the patient had a brain abscess (date of onset not reported). Euflexxa lot number l15376a. The brain abscess was medically significant. Action taken with euflexxa was dose not changed. At the time of this report, the outcome of brain abscess was unknown. The patient's medical history was not reported. The following concomitant medications were reported: coumadin, keppra, lisinopril, norvasc, metoprolol, melatonin, tramadol, and trazodone. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: mw5072776. This ae occurred in the u.s and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in an EU or (B)(6) country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.